Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shuts off after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was confirmed and attributed to depleted batteries. Review of the device log indicates the cause of the depleted batteries were due to the device not being stored properly without pads attached at all times. The depleted batteries were not due to a device malfunction. Analysis of reports of this type has not identified an increase in trend.